Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) experienced fluid loss in the balloon. A surgical procedure was performed to remove the aus. No new device has been implanted; the physician will wait until the patient is healthier. No patient complications were reported.